Manufacturer narrative:
The customer's report was observed and attributed to foreign material on a transistor on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with events of this nature.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.